Event description:
It was reported that the alert tripped for apace impedance at 2,032 ohms, and that it tripped once before. The impedance trends showed high variability between 600 to 2,000 ohms over the entire trend. High impedances were unable to be reproduced in the physician's office. The lead is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.